Event description:
It has been reported to philips that the azurion biplane system was rebooting itself after the system start up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently rebooting itself. Upon functional testing, the fse found that the hard disk issue was on the suite pc. The fse replaced the hard drive and reloaded the software, which was temporarily resolved the issue. However, after 2 weeks, the same issue was reoccurred, to resolve the reported issue the fse replaced the x-ray pc, which resolved the issue, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.